Event description:
The customer returned the device stating, ¿there was a downstream occlusion (dso) failure¿; during device evaluation it was found that the dso sensor was damaged. The event occurred during testing.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿there was a downstream occlusion (dso) failure¿ was confirmed. The dso sensor was damaged. Device event log/alarm history was reviewed and there are no errors related to the customer complaint. The dso was replaced, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.